Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down (display was dark and pumping stopped). A "sharp" alarm tone sounded at this time. The customer attempted to reboot the iabp, but the same fault occurred. The pt was switched to another iabp and the therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company service representative determined that the power management board (part number 0670-00-0767) was not properly seated. He reinstalled the board. The system functioned normally. An investigation of this report is in progress. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).